Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt visited his doctor on (B)(6) 2011, reporting a trauma. The implant zone became inflamed and a hematoma had appeared over the device. A telemetry performed on (B)(6) 2011 showed a functional device. Now there are skin alterations over the implant zone and otorrhea. He was treated with antibiotics and corticosteroids were administered. The area scabbed over, became larger and began to suppurate. Periodic inspections with the surgeon were planned. A CT scan was performed which was ok. The patient is no longer able to use his speech processor. Add'l info received on (B)(6) 2011 stated that the pt's wound is now open and a explanation will be performed.